Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/4.0 mm balloon ruptured at unknown atms. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access and an acs guidewire and a mach1 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfuly complete the procedure. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.